Event description:
It was reported that the air hose connected to the compressor was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the air hose connected to the compressor was leaking. Our field service engineer investigated the compressor mini on site. It was discovered that the standby valve was broken on the elbow connector. The problem was solved by replacing the standby valve. After replacement, the unit passed all performance and safety tests according to factory specifications and was approved for clinical use. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).